Event description:
It was reported that after the intra-aortic balloon (iab) was inserted into the patient, the intra-aortic balloon pump (iabp) alarmed for helium loss. They initially changed consoles and then discovered the crack in the white "y" connection. As a result, they removed the iab and placed a second iab into the patient without difficulty. The patient was not impacted and remained stable throughout the procedure. There was a report of 30 minutes delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. Upon investigation, the iab bifurcate was noted damaged and an external helium leak was noted at the damaged bifurcate. Due to the returned state of the device, the cause of the leak was unable to be determined. The root cause of damaged bifurcate is undetermined. Upon review, the complaint finding is isolated. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted into the patient, the intra-aortic balloon pump (iabp) alarmed for helium loss. They initially changed consoles and then discovered the crack in the white "y" connection. As a result, they removed the iab and placed a second iab into the patient without difficulty. The patient was not impacted and remained stable throughout the procedure. There was a report of 30 minutes delay in therapy. There was no report of patient complications, serious injury or death.